Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive the low battery alert prior to the replace battery alert. The customer¿s blood glucose level was unknown. The customer stated that this was the second occurrence of the replace battery alert without low battery alert. The device will be returned for the analysis.

Manufacturer narrative:
Device passed self test, sleep current measurement, active current measurement and displacement test. No battery alert noted during testing.